Event description:
It was reported that the intraocular lens was returned indicating that it was defective. No patient injury was reported. No further information was provided. The material is available for investigation.

Manufacturer narrative:
Patient information :per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Telephone number: +(B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 03 february 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation inside the original lens case. The original folding carton was also received along with the dfu, patient stickers, patient implant identification card, implant notification card, and an open pouch. Visual inspection under magnification revealed no lens damage. The lens was cleaned, and no issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.